Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a downstream occlusion (dso) seal that was coming loose. After investigation the results indicated a reportable malfunction due to the dso seal coming loose. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal.

Event description:
It was reported that the pump could not be switched on. The customer returned the product for the system failure, and during physical inspection it was found that the downstream occlusion (dso) seal was coming loose. There was no patient involvement.